Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer did comparison results on the following dates and all comparisons were taken within 10 minutes on the dates listed below: (B)(6). No adverse reactions indicated. Strips are not available for return.